Event description:
Caller reported a malfunction on pump. There was no adverse impact to customer¿s blood glucose level. Technical support replaced pump and advised caller to use multiple daily injections for backup insulin delivery. Customer was informed about updated software on replacement pump and instructed on necessary steps for returning malfunctioning pump and receiving new one. Caller acknowledged all instructions. Replacement pump was sent to customer with a signature required upon delivery.